Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as dust from the construction work that was going on in the patient's home. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified medication (drug name, dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. The patient&#38112;recovery status and outcome of the event were unknown. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available.